Event description:
A user facility reported that a saline bag back filled during morning set-up and occurred during the first five minutes of the recirculation mode. A patient was not connected to the machine at the time of the incident. The machine alarmed program filling messages. The technician was able to duplicate the issue in the back rom the program filling alarms stopped when the dialysate lines removed from the dialyzer and returned to the shunt. The machine was repaired and the air separator was replaced on the device by the technician as a precaution.

Manufacturer narrative:
Investigation's findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.